Event description:
Per the clinic, the patient experienced an infection (site of the infection is unknown i.e. If it is device related). The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on june 21, 2022.

Manufacturer narrative:
This report is submitted on july 21, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on august 17, 2022.